Manufacturer narrative:
Functional testing of the md2-004105 was performed and was successful. The device audibly clicked upon achievement of final torque. Maximum torque was evaluated using a torque meter, and the measured torque was within the specified acceptance criteria for the device. The md2-004105 was confirmed to be within specification and calibration at the time of testing. Based on these results, no evidence was identified to indicate that the md2-004105 contributed to the reported failure mode. Review of qf-10-01-99 mariner system IFU: possible adverse events. Like other spinal system implants, the following adverse events are possible. This list is not exhaustive: delayed union or nonunion (pseudarthrosis), bending, disassembly, or fracture of implant and components, loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain pain, discomfort, or abnormal sensations due to the presence of the device. Pressure on skin where inadequate tissue coverage exists over the implant, with potential extrusion through the skin. Subsidence of the implant into adjacent bone. Loss of proper spinal curvature, correction, height, and/or reduction. Increased biomechanical stress on adjacent levels. Improper surgical placement of the implant causing stress shielding of the graft or fusion mass. Intraoperative fracture or perforation of the spine. Postoperative fracture due to trauma, defects, or poor bone stock. Serious complications associated with any surgery may occur.

Manufacturer narrative:
The md2-004105 torque limiting adapter, 105in-lbs was returned for analysis and is currently being evaluation by product development review of qf-10-01-99 mariner system IFU possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: delayed union or nonunion (pseudarthrosis), bending, disassembly, or fracture of implant and components, loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain pain, discomfort, or abnormal sensations due to the presence of the device pressure on skin where inadequate tissue coverage exists over the implant, with potential extrusion through the skin subsidence of the implant into adjacent bone loss of proper spinal curvature, correction, height, and/or reduction increased biomechanical stress on adjacent levels improper surgical placement of the implant causing stress shielding of the graft or fusion mass intraoperative fracture or perforation of the spine postoperative fracture due to trauma, defects, or poor bone stock serious complications associated with any surgery may occur.

Event description:
Seaspine/orthofix became aware on 28-oct-2025 that during final tightening of the construct, the surgeon reported difficulty achieving final torque on the left s1 set screw. After successfully tightening the right s1 screw, the surgeon attempted to final tighten the left s1 set screw; however, the set screw repeatedly "popped" and continued to turn without the torque handle clicking. The surgeon removed the rod, replaced the s1 screw on the left side, reinserted the rod, and used a new set screw to complete the construct. This resulted in an estimated surgical delay of approximately 20-30 minutes, prompting this report. The procedure was completed successfully and no patient injury occurred. This report is being submitted for the md2-004105 torque limiting adapter, 105in-lbs.